Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer called back after installing a new battery, monitoring pump for 2 hours and frozen display did not recurred. Customer stated the display was not blank less than 30 seconds and did return. Customer stated the battery cap were not corroded or damaged. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.